Event description:
Mother states aviva expert meter gives questionable bolus advice. She stated that a wrong bolus was given a few days ago- bolus too high, but they noticed in time and customer did not have any adverse effects. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.